Manufacturer narrative:
(B)(4). B5: describe event or problem - correction . D3: manufacturer info - additional information . G3: date received by mfg ¿ additional information. H2 type of follow up: additional information/ correction.

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred frequently occasionally rarely (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.